Event description:
The customer reports observing unexpected movement of the probes on the architect analyzer when the protective covers are in the open position. The protective covers are opened to perform routine maintenance and reagent handling. No injuries were reported as a result of this issue for this analyzer.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer stated probes were thought to move unexpectedly. The field service engineer's (fse) check of the system confirmed the processing center lid sensor was functioning properly and was not disabled in the system configuration. On-site testing by the fse confirmed the processing module stopped when the top cover was opened during the automatic flush, also that the flush was not started if the top cover was open when the automatic flush was due to begin. System logs showed no pipettor movement that occurred outside of labeling. However, the logs did reveal that at least one operator was spending a median time of 2.3 seconds in the 6041 maintenance screen that prompts users to remove solutions from the reagent carousel. This is insufficient time to complete the tasks of opening the processing center cover, opening the reagent cover, removing the bottles of probe conditioning and bleach solutions; then closing the reagent and processing center covers before selecting proceed to indicate the steps are completed. Removing bottles at times other then indicated during the maintenance procedure can result in probe movement unexpected by the operator. Internal testing did not reproduce the customer's issue and a review of the software code did not identify a scenario that caused the probes to move unexpectedly during daily maintenance procedure 6041. As a result, the customer decided to eliminate the added practice of powering off the analyzer to load/unload reagents or access the processing center. Operators will continue to wear puncture resistant gloves during these activities. No adverse trends associated with this issue were identified. The issue is addressed in product labeling. The customer states that the operators are trained to only open covers when the indicator light is on and labeling on screens to confirm the correct time to open covers and perform maintenance.. Based on this evaluation, no deficiency of the system or software was identified.